Event description:
While investigating a high impedance event found during a generator replacement, reported in MFR. Report #1644487-2017-04198, it was discovered that the patient also had protrusion in the neck that was corrected in this same replacement surgery. Further information was received through the operative notes that the patient had reportedly complained of "protuberance from her beck and the site of her lead securement". The notes also reported that the neck incision was opened and dissected down to the plastic securing tab. The tab was the reportedly removed. This tab referred to the manufacturer tie-down used to secure the lead. No other relevant information has been received to date.

Event description:
Further information was received from clinic notes. On (B)(6) 2006, the patient's mother indicated there was a lump in the patient's neck along the path of the wire from the stimulator to the nerve. The physician reported feeling a firm lump in between the stimulator and the vagus nerve. He said it felt bigger than a wire but was not eroding the skin. The physician discussed the issue with the surgeon and referred the patient for x-rays. No further relevant information has been received to date.